Event description:
I had mentor cohesive gel implants implanted in 2008. Nine years later, I developed several symptoms. I went from being a very healthy young woman to being unable to complete daily tasks or work without great effort. In (B)(6) 2018 I developed high blood pressure. Then, over the next few months, I began having dizziness and vertigo spells. I became lightheaded 24/7. I developed vestibular symptoms and imbalance with no vestibular abnormalities (seen by ent and neurologist and went to vestibular therapist). Two sets of mris with normal results (second set focusing on brain stem). No diagnosis from ent or neurologist. Numbness in hands and feet. Muscle weakness in legs. Joint pain. Ibs & ic (both occurred over the ten year period I had implants). Sudden food intolerances. Intolerance to heat and cold. Heart palpitations and arrhythmia. (Seen by cardiologist with no diagnosis). Hair loss. Inflammation in face. Daily headaches. Ringing in ears. Visual disturbances. Dry eye. Metallic taste in my mouth. Elevated heart rate 90-100 while resting (previously 60-70). Scalp tightening and pressure. Head pressure.